Event description:
The report received from the affiliate indicated that during a pta procedure physician tried to use some of our sv5 and every time he inserted an sv5 in the introducer (cordis avanti) and during withdrawal when he pulled it out he saw that the tip was totally destroyed. The extremity of the wire was tapered (the external part of the wire was separated from the core, the distal tip). The type c lesion was 3mm in length with mild calcification and no vessel tortuousity. The products appeared perfect before the procedure. The products were prepped per IFU and no anomalies were noted during prepping. The wires were removed from the dispenser by the distal floppy end but were not re-shaped by the user. The target lesion was a lesion in the sfa with 65% stenosis. Drilling or jack-hammer technique was not used to recannalize the vessel. The wire tips were not visible on fluoro throughout the procedure. There was no difficulty tracking the wires through the vessel or lesion and the doctor was surprised when he pulled out the wires. The wires behaved normally and the torque response was good. There was resistance/friction between the wires and other devices during insertion or during withdrawal into another device. The wires did not kink while being used and were not advanced through the struts of an existing stent. The wire tips did not repeatedly prolapse during placement or remain in a prolapsed position during treatment of the lesion. The wire tips were advanced into the distal vasculature only until the popliteal artery. The wires also did become fixed or caught at any time prior to the event and were not torques against resistance.

Manufacturer narrative:
Upon receipt of the product, the distal tip was detached and not included.concomitant devices continued from d11:sheath: cordis avantiother wires: sv5 503-558 (B)(4) 2 each 2 each sv5 503-558 (B)(4) 1 each 1 each sv5 503-558 (B)(4) 1 each 1 each sv5 503-558 (B)(4) 1 each 1 each this device was returned for testing and evaluation but the engineering report is not yet available. This is one of five devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2011-00122, 1016427-2011-00123, 1016427-2011-00124, 1016427-2011-00125 and 1016427-2011-00126.

Manufacturer narrative:
Concerning the distal tip, the physician was convinced that there is nothing left in the patient and he thought that he provided the piece that "decoiled" to the sales rep who checked with the operating room resp. And she thought that too. It was felt that this piece is probably lost. The physician refused to provide an angiographic picture of patient. The report received from the affiliate indicated that during a pta procedure, the distal tip of three sv5 wires were noted broken/separated upon withdrawal. The sv5 wires were inserted in a cordis avanti sheath introducer and during withdrawal the physician saw that "the tip was totally destroyed." The distal tips of the wires were tapered and separated from the core. Two distal tips were found outside the patient and returned for evaluation. The third one could not be found, however, the physician was confident that the distal tip was not left inside the patient. Angiographic pictures were not available at this time for review. The target lesion was a lesion in the sfa with 65% stenosis. The type c lesion was 3mm in length with mild calcification and no vessel tortuousity. The products appeared perfect before the procedure. The products were prepped per IFU and no anomalies were noted during prepping. The wires were removed from the dispenser by the distal floppy end but were not re-shaped by the user. The wire tips were visible on fluoro throughout the procedure. There was no difficulty tracking the wires through the vessel or lesion. "Drilling" or "jack-hammer" technique was not used to recanalize the vessel. The wires behaved "normally" and the torque response was good. There was resistance/friction between the wires and other devices during insertion or during withdrawal into another device. The wires did not kink while being used and were not advanced through the struts of an existing stent. The wire tips did not repeatedly prolapse during placement or remain in a prolapsed position during treatment of the lesion. The wire tips were advanced into the distal vasculature only until the popliteal artery. The wires did not become fixed or caught at any time prior to the event and were not torqued against resistance. One non-sterile pgw .018 sv short 300cm st was received coiled and tangled inside of a plastic bag for analysis. The coil wire was unraveled and stretched; the flat core wire as well as the coil wire at the distal section were fractured/ separated. The distal section was not received. Results showed that the core wire presented evidence of smearing and bending characteristics. The coil wire fracture surface presents "neck down," it appears that the separation occurred while the coil was being stretched/ pulled due to the "neck down" condition. Reverse bending and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10023658. This packaging lot contained 120 units, which were shipped from lake region medical on june 27, 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as "distal tip- fractured-separated" in all three wires was confirmed. The cause of this damage as well as the fracture on the coil wire could not conclusively be determined. The flexible, "delicate" nature of the distal tip configuration requires due care in handling and use, as directed in the device instructions for use. It is possible that advancement of other devices during the procedure resulted in the distal region of the specimen wires becoming entrapped in the vessel tissue. The neck down condition implies damage prior to the fracture events, such as incurred in a prolapse situation. The sem results indicates that bending and/ or twisting could be related to these surface characteristics. Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to "never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, "if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Based on the information available, there are possible procedural factors (resistance/friction between the wires and other devices during insertion or during withdrawal into another device) that may have contributed to these failures. Neither the DHR review nor the product analysis suggests that failures found are related to the manufacturing process. Therefore no actions will be taken at this time.

Manufacturer narrative:
The report received from the affiliate indicated that during a pta procedure, the distal tip of three sv5 wires were noted broken/separated upon withdrawal. The sv5 wires were inserted in a cordis avanti sheath introducer and during withdrawal the physician saw that 'the tip was totally destroyed.' The distal tips of the wires were tapered and separated from the core. Two distal tips were found outside the patient and returned for evaluation. The third one could not be found, however the physician was confident that the distal tip was not left inside the patient. Angiographic pictures were not available at this time for review. The target lesion was a lesion in the sfa with 65% stenosis. The type c lesion was 3mm in length with mild calcification and no vessel tortuousity. The products appeared perfect before the procedure. The products were prepped per IFU and no anomalies were noted during prepping. The wires were removed from the dispenser by the distal floppy end but were not re-shaped by the user. The wire tips were visible on fluoro throughout the procedure. There was no difficulty tracking the wires through the vessel or lesion. 'Drilling' or 'jack-hammer' technique was not used to recannalize the vessel. The wires behaved 'normally' and the torque response was good. There was resistance/friction between the wires and other devices during insertion or during withdrawal into another device. The wires did not kink while being used and were not advanced through the struts of an existing stent. The wire tips did not repeatedly prolapse during placement or remain in a prolapsed position during treatment of the lesion. The wire tips were advanced into the distal vasculature only until the popliteal artery. The wires did not become fixed or caught at any time prior to the event and were not torqued against resistance. One non-sterile pgw .018 sv short 300cm st was received coiled and tangled inside of a plastic bag for analysis. The coil wire was unraveled and stretched; the flat core wire as well as the coil wire at the distal section were fractured/ separated. The distal section was not received. Results showed that the core wire presented evidence of smearing and bending characteristics. The coil wire fracture surface presents 'neck down,' it appears that the separation occurred while the coil was being stretched/ pulled due to the 'neck down' condition. Reverse bending and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. (B)(4). The reported failure by the customer as 'distal tip- fractured-separated' in all three wires was confirmed. The cause of this damage as well as the fracture on the coil wire could not conclusively be determined. The flexible, 'delicate' nature of the distal tip configuration requires due care in handling and use, as directed in the device instructions for use. It is possible that advancement of other devices during the procedure resulted in the distal region of the specimen wires becoming entrapped in the vessel tissue. The neck down condition implies damage prior to the fracture events, such as incurred in a prolapse situation. The sem results indicates that bending and/ or twisting could be related to these surface characteristics. Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to 'never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, 'if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Based on the information available, there are possible procedural factors (resistance/friction between the wires and other devices during insertion or during withdrawal into another device) that may have contributed to these failures. Neither the DHR review nor the product analysis suggests that failures found are related to the manufacturing process. Therefore no actions will be taken at this time. Please note that this event was initially reported as involving five devices under report numbers 1016427-2011-00122, 1016427-2011-00123, 1016427-2011-00124, 1016427-2011-00125 and 1016427-2011-00126. However it was confirmed that the events occurred in 2 separate patients and that the devices separated in the patient. Therefore, two products were separated into a separate complaint, (B)(4). Three regulatory reports will be associated, 1016427-2011-00122, 1016427-2011-00123, 1016427-2011-00124, instead of 5. The remaining products will be submitted under the new complaint number (B)(4), under manufacturing report numbers 1016427-2012-00005 and 1016427-2012-00006.

Manufacturer narrative:
Please note that as per the previously submitted analysis of this device, the distal tip was separated and not included when received. As noted in the previous report, however the physician was confident that the distal tip was not left inside the patient. Angiographic pictures were not available at this time for review. As a result, the overall event was revised. Should any further information become available it will be submitted within 30 days upon receipt. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers associated with the reported event in report numbers 1016427-2011-00122, 1016427-2011-00123 and 1016427-2011-00124.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of five devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2011-00122, 1016427-2011-00123, 1016427-2011-00124, 1016427-2011-00125 and 1016427-2011-00126.

Manufacturer narrative:
One non sterile pgw .018 sv short 300cm st was received coiled and tangled inside of a plastic bag for analysis. The coil wire was unraveled and stretched; the flat core wire as well as the coil wire at the distal section were fractured/ separated. The distal section was not received. Results showed that the core wire presented evidence of smearing and bending characteristics. The coil wire fracture surface presents 'neck down,' it appears that the separation occurred while the coil was being stretched/ pulled due to the 'neck down' condition. Reverse bending and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. (B)(4). The reported failure by the customer as 'distal tip- fractured-separated' was confirmed owing to the received condition of the device; the cause of this damage as well as the fracture on the coil wire could not be conclusively determined; the sem results indicates that bending and/ or twisting could be related to these surface characteristics. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional clarification is pending and will be submitted within 30 days upon receipt. This is one of five devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2011-00122, 1016427-2011-00123, 1016427-2011-00124, 1016427-2011-00125 and 1016427-2011-00126.